Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from the posterior leaflet, also known as a single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The procedure took place on (B)(6) 2021 and one ntw was implanted in central-medial position on a2/p2 with reduction of mr to 1-2. On (B)(6) 2022, upon a follow-up echocardiogram, it was discovered that the implanted clip had detached from the posterior leaflet while the anterior leaflet was still attached or single leaflet device attachment (slda). Mr increased to 3-4. Additional treatment is not planned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.